Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3389s-40, lot# v959670, implanted: (B)(6) 2012, product type: lead. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3389s-40, lot# v959670, implanted: (B)(6)2012, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that the patient had a delayed infection of the extension wire. The patient had an open wound developing around the extension wire near the implantable neurostimulator (ins). The hcp stated it was unclear how the infection began, but the patient was very thin and malnourished. The infection was identified when the patient met with the hcp. No labs results were available and an explant of the ins and extension was planned for the following day. Antibiotics were given and the issue was not resolved at the time of this report. The patient was alive with injury at the time of this report. The patient's indication for use is parkinson's dual and movement disorders. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a health care provider (hcp) reported that upon visual inspection, the extension wire connected to the right implantable neurostimulator (ins) was exposed. A revision was done and the right extension and ins were explanted. The right lead was left implanted. In 2014, the patient had poor nutrition and was put on a percutaneous endoscopic gastronomy feeding tube. The patient was getting treatment for the infection.